Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets expectations. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets expectations. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer.

Event description:
Report received of discrepant inratio value with a non-anticoagulated patient. Patient's therapeutic range not provided. On (B)(6) 2016, inratio inr = 2.0; lab inr = 0.9. It was reported the disinfectant was not completely dried when the finger stick was performed. Additionally, the monitor was not in the correct mode when the finger stick was performed. No reported adverse patient sequela.

Manufacturer narrative:
In original MDR the investigation conclusion was inadvertently duplicated. The following is the investigation conclusion for this incident. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets expectations. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.